Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that a portion of the welded cassette had a open seal. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation volume apd set with cassette was damaged. During setup for peritoneal dialysis (pd) therapy, the caregiver (cg) discovered that the cassette sheeting was separated from the ridged cassette. The patient had not been connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.